Event description:
It was stated that the customer was treated by paramedics for low blood glucose levels. The customer's mother stated that prior to the event, the customer was perspiring heavily and covered in sweat. The customer's mother also states that she feels the customer may have over bolused for a high blood glucose level, the night before. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.